Event description:
Patient had been complaining of pain from five years. Had a recurrent hernia. Recurrent hernia was repaired and mesh was explanted.

Manufacturer narrative:
The subject product is in the process of being evaluated. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when evaluation is completed.